Event description:
New information received noted that the non-sustained right ventricular over-sensing episodes were caused by large t-waves.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the emergency room after feeling two vibrations from their implantable cardioverter defibrillator. Upon interrogation, the device had exhibited non-sustained right ventricular oversensing episodes. Programming changes were performed. Patient condition was stable.